Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed an irritation around the ECG electrodes. The patient's general practitioner advised the patient to change the lifevest garments daily and to use baby powder on the irritation. During a follow-up call the patient reported that the irritation had improved.